Event description:
During troubleshooting a check heater line alarm that appeared on the homechoice (hc) unit display, during use, while the patient was connected, in fill, the registered nurse (rn) said, she had pulled the lines up and down and she changed only the heater bag out. The technical service representative (tsr) explained to end the therapy and start over using new supplies. There was patient involvement and there was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore, no evaluation or batch review could be performed.a follow-up report will be filed should additional information become available. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Additional information: this condition was confirmed, since the reporter stated there was a user error. However, no root cause could be determined as the sample was not returned. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.